Event description:
It was reported that a user experienced persistent high blood glucose while using an ilet pump with contact detach infusion, noted a fingerstick of 469 mg/dl despite a meal bolus of (B)(4) units, and observed insulin odor and visible leaking from the cartridge during a supply change, suggesting a reservoir issue. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Customer care provided support that included communication with the user, walkthrough of troubleshooting and supply replacement, and analysis of the information provided. Investigation of this case revealed leakage at a seal consistent with a leak/splash device problem localized to the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.